Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that a dialysis catheter was placed less than two months ago. During dialysis, the staff noticed a crack in the luer of the catheter. The catheter was changed out for a new one with no complications to the patient.